Manufacturer narrative:
No patient involvement reported. Date of event is unknown. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the tip of the drive shaft was noted to be broken off. There was no procedure. There was no patient involvement. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: date received by manufacturer for MFR report#: is july 24, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A5: there is no patient involvement. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.743; synthes lot: 9833122; supplier lot: 9833122; release to warehouse date: october 16, 2015; manufacturing site: monument; supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The instrument was received with the reported condition of ¿broken (2+ pieces) pre or post operatively/step unknown : rm¿ the following investigation flow was performed: broken the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken fragments were not received (approximately 10.57-9.97 mm is missing, per drawing; calipers ca215p). The break is located distal to the helix. The helix is intact and shows minimal wear. No other issues were identified on the other portions of the returned device except for the signs of wear that does not affect product functionality. The complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection was performed as below: drawings: drive shaft feature specifications per drawings: outer diameter: 5.18 +/- 0.025 mm; calipers (ca215p): diameter: 5.19mm the measured dimension was found to be within the given specifications per the drawings referenced above. A device history review, was performed for the returned instrument¿s lot number and no material review reports (mrrs), ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level and components and no issues were identified. While no definitive root cause could be determined it is likely that the complaint condition is the result of any unintended force encountered by the device during usage on its distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.